Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began sometime in (B)(6) 2016. The patient manages their diabetes with pills, diet and exercise. The patient reported that five minutes prior to discovering the alleged issue they developed symptoms of ¿drowsy and thirsty¿. The patient stated that they were unable to test on the subject meter and 5 minutes later they drank some water to treat their symptoms. The patient reported obtaining a blood glucose reading of 10.9mmol/l on another meter. At the time of troubleshooting the cca confirmed that there was no misuse of the product. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient was symptomatic prior to discovering the alleged issue and they did not administer inappropriate self-treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.